Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved from it's targeted location following release from the delivery catheter system (dcs). One tab initially did not release and it was unclear whether tension on the tab caused the dislodgement or the nose cone of the dcs caused it while removing the dcs or if it was dislodged due to calcium. There was moderate to severe paravalvular leak (pvl), so the decision was made to implant a second valve, valve in valve, resulting in trace/mild pvl. There was no patient impact associated with this event.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy and/or implant position. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.